Manufacturer narrative:
It was reported that offset couplers did not unscrew. Doctor got through the case by using real implants to trial. The affected legion offset coupler trials, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. The coupler trials were manufactured in 2018. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that offset couplers did not unscrew. Dr got through the case by using real implants to trial. This happened during case and delay longer than 30 minutes was reported. There was no backup available.